Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issues. The customer's blood glucose (bg) was "high"; although specific value was not provided with an indeterminant level of ketones. Customer addressed the elevated bg by a correction bolus via the pump and manual insulin therapy. Ultimately, the customer reverted to an alternate method of insulin delivery.